Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found station was trying to boot up but did not go. A field service engineer reimaged device and synced the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen frozen. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.